Event description:
Hcp reported pt having increased tone and spasticity. Hcp reported pt heard alarm sounding, questionable pump malfunction. X-rays showed the catheter was coiled and out of the intrathecal space. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional info is received.